Event description:
The customer reported on (B)(6) 2015 at 22:17 she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. The pod was deactivated. She noticed the cannula was not inserted correctly into the skin and that it looks bent.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.